Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The reported symptom door latch error was confirmed and reproduced. The evaluation experienced a "door not fully latched" message. The force required to secure door was found to be above expected levels corresponding with the reported symptom. As a result, the door hooks and latch pins were replaced and unit was reworked.

Event description:
It was reported that a pump had a door latch error. There was no pt injury.